Manufacturer narrative:
The system was serviced in the field, and the mvs interface kit, lift cylinder, foot switch, inner bottom cover, inner door covers, ias cmos battery, mvs computer cmos battery, and mvs ups battery pack were replaced. The system then performed as intended. Hardware analysis of bi71000475 determined that the interface cable had been tested by using fluke digital multimeter. Mvs interface cable failed bench test. During continuity test, an open connection was found between lemo pin #6 and j8 connector #2. Other relevant device(s) are: product ID: bi71000475, serial/lot #: (B)(4). Rev. 3. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the mobile view station (mvs) interconnecting cable/plug had a disconnection preventing the system from changing. It was suspected that there was a broken wire. The manufacturer representative (rep) stated that this needed to be replaced as soon as possible because the system could not be used with a defective cable. The rep tested the footswitch and the right pedal was not active and needed to be replaced. There was also a small hydraulic leek on the left piston and the fluid level was low. That too needed to be replaced. The rep noticed that the covers might interrupt the rotor movements and better to replace the inner bottom cover and inner door covers as well too. No patient was present at the time of the event.